Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Kinks were present along the length of the pusher assembly. The embolization coil was intact with the pusher assembly and partially retracted from the proximal end of the introducer sheath and had offset coil winds. Conclusions: evaluation of the returned ruby coil revealed that the embolization coil was partially retracted from the proximal end of its introducer sheath and had offset coil winds, and the pusher assembly was kinked. This damage was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Due to the returned damage, functional testing could not be performed; therefore, the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of inability to advance ruby coil through the microcatheter the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary vein using ruby coils and a non-penumbra microcatheter. During the procedure, a ruby coil would not advance through the microcatheter, and the physician experienced resistance. Therefore, the ruby coil and microcatheter were removed. The procedure was completed using a new ruby coil and microcatheter. There was no report of an adverse effect to the patient.